Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: further manufacturing investigation reported the following: per the manufacturing engineer from the heading department. Assignable cause: the drives of the sample parts are too small. Visual observation of the sample drives shows slight deformations of the stardrives and outside head diameter, consistent with crushing. Monument operations do not grip on the head of the screw once it is formed, but (B)(4) operations must grip on the head of the screw in order to machine the shaft threads. Investigation with gage pins shows the inner lobe diameter is small at 1.65-1.66mm and is unusually shaped with the lobes smaller towards the top and larger towards the bottom of the drive. This is consistent with crushing since material will move a greater distance the further it is from the supported bottom of the drive versus the relatively unsupported top of the drive. Device history records show no scrap or non-conformances (ncr¿s) for the blank lot in monument. Blanks were sampled and checked for drive characteristics three times and with at least two gages each time that would have detected the non-conformance if it had existed at monument operations. An evaluation of the existing blank stock in monument, including some blank lots produced about the same time as the subject blank lot, shows no parts with drives too small. These lots were checked 100% with the taper depth gage for a total of 3,107 pieces. The investigation concluded that the most likely assignable cause for this failure is crushing of the screw head during (B)(4) machining or handling operations. Summary: based on the samples provided, it appears the field complaint is valid since the stardrive characteristics are too small which would not allow the screwdriver to engage the screw. The most likely cause of the stardrive size being too small is (B)(4) machining operations collet pressure too high when creating the shaft thread feature. Recommendation: it is recommended that (B)(4) implement a taper depth check on a sample of each lot during final inspection. This check would be done with an appropriate calibrated taper depth gage per the (B)(4) specification of 0.75 ¿ 1.20mm. The device history review (DHR) reported: the review of the 2.8mm cdc screw blanks DHR showed that there were no issues or nonconformances during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As received condition of device; no visual defects or damages observed. The two returned screws (p/n 212.816s/ sterile lot#8887188 which corresponds to the not sterile manufacturing lot#8870280) have been reinspected and resulted non conforming for the stardive features. The lot#8870280 has been produced starting from the blank p/n 212.816.999/ lot#7599298 on which the stardrive features are already finalized. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screwdriver did not fit into the head of the screws during a procedure. There was a ten to fifteen minute delay in the procedure while a new screwdriver and screws were opened. There was no harm to the patient. This is report 2 of 7 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance reports were generated during production. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile part 212.816 / lot 8870280 were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.